Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study experienced infection at 6 months requiring antibiotics and implant removal. The patient required surgical treatment at 12 months.